Event description:
It was reported the pt had been experiencing leg weakness (mostly in the right leg) since implant. Although the pt stated it had been improving, the leg weakness had not fully subsided. The pt was programmed on (B)(6) 2013 and stated his condition had improved. Further f/u indicates the pt no longer experiences leg weakness.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.